Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/28/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. At the start of the procedure, all ECG and catheter signals went off of the screen on both the carto system and the recording system. There were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. The catheter was disconnected and the signals returned. The cable was changed and the same thing happened and a warning message populated on the carto system to disconnect all of the catheters. The catheter was replaced and the issue was resolved. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional catheter. At the start of the procedure, all ECG and catheter signals went off of the screen on both the carto system and the recording system. There were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. The catheter was disconnected and the signals returned. The cable was changed and the same thing happened and a warning message populated on the carto system to disconnect all of the catheters. The catheter was replaced and the issue was resolved. The procedure was completed without patient consequence. This event is being reported since there were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).